Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the patient experienced pain at the ipg site and inoperable ipg after failure to charge the device. To address these issues, the ipg was replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.